Manufacturer narrative:
The device was not returned. An investigation is ongoing.

Event description:
The patient stated that the unit he was using, the at home device, was not working when plugged in and when trying to unplug and replug. He also stated that due to his breathing condition, and the unit not working he had to be hospitalized. The patient is now feeling better and a replacement unit was sent.